Manufacturer narrative:
This report is being supplemented to provide results of microbial testing. After the device was returned to olympus, it was sent out for additional testing. The microbiological analysis report indicated the channels of the scope were cultured and the results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. The following defects were noted: light cover glasses chipped; light cover glasses adhesive worn; optical cover glass scratched; optical cover glass adhesive worn; outlet pipe condition corroded; distal end cap worn; distal end adhesive worn; insertion tube - condition delamination evident; control body- aspiration housing stained; control body - air/water housing coloured ring worn; switch condition hole in the button; light guide tube - condition delamination evident; up/down/right/left angle not to specification/play. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the evis lucera elite gastrointestinal videoscope tested positive for an unexpected contamination during routine testing. The scope tested above normal in the air/water channel. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The cleaning, disinfection, and sterilization (cds) was performed by the customer. There was no patient infection. Pre-cleaning was completed immediately after the procedure and involved aspiration of water through the instrument/suction channel with a suction pump. Pre-soaking was not done prior to manual cleaning, the scope passed a leak test and endozyme aw plus was used as a detergent for manual cleaning. The instrument/suction channel, suction cylinder, and instrument channel port were brushed during manual cleaning. Manual disinfection was not done. A wassenburg automatic endoscope reprocessor was used with endohigh detergent and endohigh paac disinfectant. All channels were connected with tubes when setting up the washer, the concentration and expiration of the disinfectant was controlled, the water quality of the rinse water was controlled, and the water filter was replaced periodically in accordance with the instruction for use. The scope was dried by being wiped with a clean towel/paper and stored in a drying cabinet. This event is under investigation. A supplemental report will be submitted upon receiving additional information.